Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The insulin pump was received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm confirmed in the history file. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Analysis was unable to verify excessive no delivery alarm due to motor error alarm. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot, scratched case, scratched keypad overlay, scratched reservoir tube window and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported that they received no delivery alarm then followed by motor error alarm and motor position encoder error alarm. The customer's blood glucose was 14 mmol/l at the time of incident. The customer stated that complete set change did not resolve the no delivery alarm. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was exposed to high magnetic fields. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.